Manufacturer narrative:
No device issues are indicated based on available information. The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. The "known inherent risk of device" conclusion code was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) came out of the patient. The patient went for a revision and the emergency room staff took the icm, cleaned and re implanted it. The following physician reviewed the patient. It was discussed with the patient that the device should be taken out due to the concern of infection and a new system be re inserted. This kind of procedure is not recommended by labeling. The patient showed no signs of infection and did not want any additional procedure. No additional adverse patient effects were reported.